Event description:
Boston scientific crm received information that this transvenous right ventricular (rv) lead had become dislodged. There were no reported adverse patient effects.

Manufacturer narrative:
This rv lead was removed from service and replaced by an active fixation lead. Historically, analysis performed on dislodged leads has not identified any device defect that would have caused or contributed to the reported clinical event. Experience has shown that this issue is likely related to the patient's condition or the implant technique. The returned lead will not be analyzed, but archived should future testing be required. Dislodgement typically occurs closely following implant when an optimal tissue to lead interface is not achieved. If new information becomes available, this report will be further evaluated and updated.